Manufacturer narrative:
There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that this device reached end of life (eol) due to extended charge time. Monitoring voltage was 2.55 volts and charge time was 32.5 seconds. This device is part of the mid-life display of replacement indicators advisory. The device was explanted and replaced. At this time, the device has not been returned to boston scientific for analysis.